Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implanted neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient was having issues with their therapy. They would turn on their therapy and immediately see bright lights, and their left side (face, arm, and leg) would draw up. It happened several times over the course of a couple days, at first it would go away however eventually it became constant. The patient had to turn their therapy off. The hcp turned their programming down to 0, but beginning at 0.3 v the patient would see sparkles. They were programmed on c <(>&<)>10 at 2.8 v, pw 90 rate 180. The caller tried c<(>&<)>9 and c<(>&<)>8 and the same issues would happen at less than 1 v. The caller tried c<(>&<)>11 and would get some symptom relief at 2.8 v with no side effects. The impedances were all normal under this setting, except c<(>&<)>11 was slightly high at 2085 ohms. The group impedance on the right was 650 ohms at 4.4264 ma and left was 921 ohms at 3.506 ma. The hcp noted that the patient had fallen 1-2 months ago and "bonked" their head on the right side, however they noted it was not something they were concerned about. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that they met with the patient today and tested the patient's impedances with the patient's head turned to the right. The rep reported that contacts 9-11 were 163 ohms. The rep reported that the patient was initially programmed on c-10+ but they changed the patient to c+11- on (B)(6) 2017. The rep reported that the patient was unable to walk on (B)(6) 2017, but now was doing better overall. The rep reported that the patient was currently programmed at 2.8ma, 90pw, 180hz. The rep reported that the impedances provided were taking at 0.7v: c/8 1250 c/9 599 c/10 1190 c/11 618 8/9 1250 8/10 1897 8/11 1314 9/10 1054 9/11 163 10/11 1090 therapy impedance: left 921 ohms, 3.506 ma right: 611 ohms 4.550 ma the rep reported that they were going to try to reprogram to bipolar settings using 10/11, 9/10. No further patient complications have been reported as a result of this event.